Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. During the procedure, the device would not cut the tissue. A new device was opened and used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade does not cut. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.